Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 87 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new (B)(6) batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for four hours with multiple basal rates. The pump functioned properly. No blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No damage on the battery cap was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.